Manufacturer narrative:
(B)(4).

Event description:
See MDR 1036844-2014-00178 for the first issue with this kit. It was reported the procedure was being performed in the operating room. When the physician was attempting to insert the dilator over the wire into the patient's neck the wire became kinked. At which time, another kit was opened for a new wire and dilator and they were used successfully. There was a delay in treatment with no patient harm and no patient death or complications reported.